Event description:
It was reported that the customer was experiencing high blood glucose levels, and believed that the insulin pump was under delivering insulin during the basal rate delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test, but alarmed motor error shortly after the test was completed. The customer was unable to upload the insulin pump at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test and self-test. Motor was tested outside the device and it passed, no motor error alarms noted. Unit downloaded properly, several alarms noted in alarm history screen due to corrupted history files. Programmed 2.0 unit basal monitored for 2 days. Basals were delivered and recorded properly no basal anomaly noted.